Event description:
It was reported a patient experienced and was hospitalized the same day for peritonitis coincident with peritoneal dialysis (pd) therapy. Treatment was not reported. The cause of the peritonitis was reported to be due to a bowel infection; however, the cause could not be confirmed. The patient was discharged 5 days after admission. At the time of this report the patient was recovering from peritonitis. Pd therapy was ongoing. Additional information was requested, but is not available at this time. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A review of all batch record documents for potentially associated lot numbers gd895391 and gd895540 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as (B)(4).